Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced new onset intermittent atrial fibrillation (af). The patient was cardioverted and a normal sinus rhythm was present at the conclusion of the procedure. It was also reported that following the implant procedure, the patient was found to have expressive aphasia, mild confusion, memory issues, and numbness. A computerized tomography (CT) scan noted an ischemic stroke. The patient was given an anticoagulant and their hospitalization was prolonged. The right atrial (ra), right ventricular (rv), and left ventricular (lv) leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.